Manufacturer narrative:
The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm, blank display or black screen noted. It was received with minor scratched lcd window, scratched case and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call that the customer¿s insulin pump was black and cloudy. She said that they were changing the insulin set and pressing fill when the screen went black. They stated that this normally occurs but then comes back. The customer¿s blood glucose was unknown. She also mentioned that the batteries do not last that long but she was advised that one week is okay. She stated that the screen was cloudy. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returning for analysis.